Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a silverhawk device to treat a soft tissue lesion with little degree of calcification and 90% stenosis in the mid superficial femoral artery (sfa). The vessel presented little tortuosity. The device was inspected prior to use and prepped with no issued identified. IFU was followed. It was reported that after one insertion and eight passes, the thumbswitch became jammed. No patient injury reported.

Manufacturer narrative:
Additional information it was possible to turn off the thumbswitch but it had to be held forward to remain off. The cutter was positioned inside the housing for removal of the device from the patient. No deformation was noted in the cutter. A balloon and stent were used to complete the procedure. If information is provided in the future, a supplemental report will be issued.